Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: ten representative samples, from batch number 0107829, with sealed packaging were received by our quality team for evaluation. These samples were subjected to visual inspection and the silicone content test. No oily residue (foreign matter) was observed on the rubber stopper and non-conformances were found from the testing. Therefore, the team is unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll had foreign matter in the syringe barrel. This occurred on 300 occasions before use. The following information was provided by the initial reporter: oily residue observed in syringe barrel. 03 sep 2020: excess lubricant.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll had foreign matter in the syringe barrel. This occurred on 300 occasions before use. The following information was provided by the initial reporter: oily residue observed in syringe barrel. (B)(6) 2020: excess lubricant.